Manufacturer narrative:
The device was returned to the resmed service center in (B)(4) for an evaluation. The evaluation confirmed the occurence of system fault (sf 131) and could not be reproduced during in-house testing. The returned device passed all service testing. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 131) message. Per the reporter, the patient was admitted to inpatient facility allegedly due to ventilator errors. No serious patient injury was reported as a result of this incident. Note: the patient had two ventilators: the wheel chair ventilator, serial number (B)(4), is reported in resmed medwatch report 3004604967-2016-00690. Back-up ventilator for nocturnal use, serial number (B)(4), is addressed in this medwatch report.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrence of system fault error messages (sf 131). Performance testing could not reproduce the reported event. Based on previous investigations of similar complaints and all available evidence, the investigation determined that reported event was most likely due to contamination of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).